Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on additional information obtained during a follow up call performed by the customer service representative (csr). The patient stated the alleged issue occurred at 2pm on (B)(6) 2015. At this time the patient obtained blood glucose readings of ¿2.8, 17.1 and 15.1mmol/l¿ with the subject meter within 20 minutes of one another. The patient manages their diabetes by taking humalog insulin (sliding scale) and 12 units of lantus insulin before going to bed at night. The patient denied making any changes to their routine prior to, or as a result of, the alleged inaccuracy. The patient stated that right before the alleged inaccuracy occurred they developed symptoms of ¿weak¿ as well as developing a ¿burning head¿ ¿ symptoms which the patient associated with having low blood glucose. The patient did not feel that the subject meter was reading inaccurately before obtaining these results. No treatment was sought as a result of these symptoms and the patient did not measure their blood glucose on any other device at this time. At the time of troubleshooting the csr noted that the correct unit of measure was being used and an approved sample site was also being used. The patient¿s products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (07/07/2015).the patient¿s test strips have been returned on 4/28/2015 and evaluated by lifescan product analysis on 6/19/2015 with the following findings:the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the returned test strip vial's lid beak was found to be broken. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.